Event description:
Healthcare professional reported via nbir left side "capsular contracture, baker grade:1" and "rupture." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.